Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Multiple asahi and non-asahi products were used in the procedure; however, which product had cause or contributed to the reported vessel perforation was unable to be determined based on the given information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with this event. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that vessel perforation occurred during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the mid right coronary artery (rca). The cto was not penetrable with several guide wires. When an asahi gaia second guide wire was removed and another asahi gladius mongo guide wire was sent very distally, which advanced easily with a small knuckle, when the concomitant microcatheter moved back somewhat then the physician noticed the perforation, and assume the guide catheter was plugging the hole somewhat. It appeared as though the perforation was coming from a small collateral not the actual rca but the physician was not quite sure. Echo was obtained and showed a small leak. The physician inflated a 3.0 x 15 balloon 4 x 10 minutes in the lesion covering the ostium of the tiny collateral, and leak stopped. No drained used or needed. Because the physician did not notice any perforation until removing the microcatheter and taking antegrade pictures before possibly ballooning and stenting, no product was determined to be the "cause", and no products were blamed or saved. The patient was fine and discharged home.